Event description:
It was reported by the patients spouse that the patient's heart rate dropped to 44 while the device was programmed to 55. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.